Manufacturer narrative:
Follow-up #1: date of submission 10/24/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/06/2017 with the following findings:a review of the black box showed unexplained power on reset events. No moisture was found in the battery compartment. The battery cap was not returned and the test battery cap was able to attach to the pump and was used to complete 24 hour testing. No power interruptions occurred. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. Unrelated to the original complaint, the battery compartment was cracked above the bumper pad.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.